Event description:
During evaluation of a returned spectrum pump, the device failed to recognize the door was shut. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device failed to recognize the door was shut. A review of the event history log revealed multiple shut door prompts. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing upper auxiliary and upper latch switch was not working. The upper auxiliary will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.